Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up increased battery consumption was observed on this pacemaker device. A device evaluation confirmed that this pacemaker was programmed to high rate atrial sensing but has since been turned off and is programmed at vvi. Boston scientific technical services (ts) requested for new data to be sent in for analysis after two weeks to confirm the power levels have stabilized. No adverse patient effects were reported. Should updated information become available on the outcome of this event, a follow up report will be submitted.